Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the plumset tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate. At an unspecified time, the mail adapter of unspecified secondary tubing set was connected to the clave secondary port of the plumset tubing set. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked at an unspecified location of the clave secondary port on the cassette of the plumset tubing set. The plumset tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.